Manufacturer narrative:
Device trace download analysis confirmed the insulin pump alarmed battery power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery power loss alarm due to connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was 6 mmol/l at the time of incident. The customer stated that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will not be returned for analysis.